Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine would not power on. There was no patient involvement. There was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. Upon inspection, the technician confirmed the event and found that the machine doesn't turn on because the fuses were burned. The fuses were replaced and the machine was left functioning correctly. No sample available. This report was received from fresenius (B)(4).